Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 09/01/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6. H6 component code: g07002 - device not returned. H3 evaluation: an opened box with packets of product code was returned for analysis with the packaging closed. Upon initial inspection to the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to fraying or damage, and no defects were observed during evaluation. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the names and dates of the other two procedures in which the suture fraying occurred?

Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What are the names and dates for the other two procedures in which the suture fraying occurred? Note: event related to first patient reported via mw # 2210968-2021-06860. Event related to second patient reported via mw # 2210968-2021-07880.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown procedure and the suture was used. During the procedure, the suture frayed when tying the knot. Another like device was used. There were no adverse patient consequences. Additional information was requested.